Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However based on the report of olympus service operation repair center (sorc), omsc surmised there was the possibility that the reported phenomenon was attributed to the stress during use, the external factor and/or the user handling.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the facility that in unspecified timing when the user connected the device to the video system center, a scope err e218 appeared on the monitor. Other detailed information was not provided. There was no report of patient injury associated with the event.